Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test. No button error alarm noted upon testing. Device received pump error 75 during self test due to corroded battery tube and corroded electronic assemblies. Device received with cracked case (battery tube) and cracked case-corner of belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed stuck button. The customer's blood glucose value was 9.9 mmol/l. The customer called to report stuck button alarm after accidentally pressing a button for more than 3 minutes, also reports crack on battery compartment. Customer stated that they did press a button down for 3 minutes or longer. Customer stated that they were not able to clear the alarm. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.